Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that two weeks post implant of this system, this patient was admitted to the hospital due to bradycardia episodes. It was reported that this patient has done very poorly since the implant procedure due to heart failure and no capture. This right ventricular (rv) lead was exhibiting high thresholds and a temporary pacing wire was placed. Additional testing confirmed the loss of capture resulted in greater than two seconds of asystole for this patient. The physician stated the patient is terminal with decompensated heart failure and the tachy therapy will be programmed off.